Manufacturer narrative:
No report of patient involvement. (B)(4). A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The power management board was replaced to resolve the reported issue.

Event description:
The hospital reported that during pre-use checkout, unit alarmed internal failure system may shut down. There was no reported patient involvement.